Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective therapy with their drg system. In turn, the patient had surgery on (B)(6) 2021 and it was discovered that the lead migrated. In turn, physician opted to replace the entire system and add an additional lead at l2. Effective therapy was established post-operatively.